Event description:
It was reported that a sparc sling was implanted in 2009. In 2011-2012 scar tissue developed around the sling that caused difficulty urinating. The patient was treated with medication repaflo and with surgery to remove the sparc, reported to have scar tissue attached on removal. The patient continues to have problems urinating and has urethral spasms. Also reported, straining to urinate caused hemorrhoids, scheduled to be removed on (B)(6) 2013.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.